Event description:
It was reported that the subject device had an unusable image. Additional information was received stating "grain and lines" occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation also found no image was displayed due to deformation of cable unit. Based on the results of the investigation, the most probable cause of the findings is component failure. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an unusable image. Additional information was received stating "grain and lines" occurred during preparation for use. There were no reports of patient harm.